Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that gastrointestinal videoscope insertion tube crushed. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object came out of nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: water tightness is lost due to the scope cover having a crack. The bending angle in up direction and the play of upward/downward angulation control knob does not meet the standard value due to wear of angle wire. The bending section cover or distal sheath (a-rubber) has a scratch, and the adhesive on the a-rubber has a white clouded area. Adhesive around the light guide lens is peeled and has a crack. The connecting tube has a scratch as well as a dent. The customer provided the following information with regards to the foreign material questionnaire: the customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.